Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had stuck button alarm and keypad unresponsive. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with an unresponsive keypad due to corroded keypad traces at the "up", "select" and "down" buttons. Unable to perform the displacement test and self test due to unresponsive keypad. No moisture damage was found on the electronic assembly, force sensor or motor during visual inspection.